Event description:
It was reported that the physician's dell handheld computer screen continued to freeze after interrogation following upgrade from version 7.1 to version 8.0 software. Manufacturer report# 1644487-2011-00054 was previously submitted to address the screen freezing with the version 7.1 software. The event is resolved with a soft reset. The site has sent back the handheld computer for analysis, however, it has not been received to date.